Manufacturer narrative:
(B)(4). On an unreported date ¿in february¿, the patient went to the hospital to have air removed from the patient¿s stomach. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient made a use error due to not following proper therapy steps and subsequently experienced an infusion of air into the peritoneal cavity coincident with automated peritoneal dialysis (apd) therapy. The use error was further described as when the patient performed apd therapy, during the prime cycle, the patient attached the solution bag to the cassette but did not open the clamp to the patient line. After the priming was done, the patient opened the patient line and attached it to the transfer set and started therapy. Subsequently the patient experienced ¿very bad stomach pains¿, further described as ¿to the point where the patient was unable to bend over¿. The patient went to the hospital to have the air in the patient¿s stomach removed. It was not reported if the patient was admitted to the hospital for the event. The outcome of the air infusion was not reported. The patient confirmed that after speaking with a technical service representative, the patient now knows to make sure the patient line is opened and primed fully before attaching it to the transfer set. At the time of this report, dianeal therapy was ongoing. No additional information is available.